Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a review of the data from this patient's remote monitoring system noted stored atrial tachycardia response (atr) episodes. The caller stated that the clinic thought the episodes were the result of atrial fibrillation (af). However, it looked as if the episodes were due to noise and atrial pacing impedance measurements greater than 2000 ohms. The patient was brought into the clinic for evaluation and the noise was reproduced during isometrics. The physician chose to reprogram the device to dddr as he does not use the atrial lead. The physician will continue to monitor this patient. The patient has many other serious health issues that have nothing to do with his device so they would not consider a lead revision. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
This supplemental report is being filed due to the completed evaluation of this product.